Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, high capture threshold, a decrease in pacing lead impedance and decreased sensing were observed. No anomalies were seen on fluoroscopy. The lead was capped and replaced. The patient condition was good after the event.